Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp for evaluation. During disassembly of the device to determine root cause, the tech observed physical damage on several modules. The observed damage is typically a result of the device being tampered with. Root cause could not be firmly established due to the observed damage. No trend is associated with reports of this type.